Event description:
Atrial loss of capture, atrial lead oversensing (with evidence of artifact). Patient post operative from aortic valve surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).